Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; explant date product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that electrode 9 and 14 are both within normal limits, but all other electrodes are 40k.  Troubleshooting was not performed. The cause was unknown. No symptoms were reported.